Event description:
The reporter stated the surgeon inserted a aq2015a silicone aspheric three piece lens in the pt's right eye. A crack in the optic was noted upon delivering the lens into the eye. The surgeon cut the lens to remove from the eye. The incision was not found enlarged. Another iol was implanted. No suture was used. There was no pt injury. Cause of this incident was loading error.

Manufacturer narrative:
(B)(4). Eval, results: visual inspection of the returned product found the optic is torn and in two pieces. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the eval of the returned product, it was determined that the root cause of this event was due to loading error. (B)(4).